Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod insertion site (abdomen) after wearing the device for longer than 48 hours. The patient experienced itching at the site and removed the pod, after which a red, firm nodule was observed on the skin. Reported symptoms included warmth, hardness to touch, swelling, pruritus, and a burning sensation. The patient sought medical evaluation at a walk-in clinic and was diagnosed with cellulitis. Treatment was initiated with cephalexin (antibiotics).